Event description:
Per the clinic, the patient has permanently discontinued use of the device due to reports of poor sound quality and loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent counseling and reprogramming efforts. Subsequently the patient has returned to use of the device. This report is filed september 28, 2014. Implanted device remains.